Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6)2025, the patient reported being admitted to the intensive care unit (ICU) later in the day. At the time of the incident, the patient stated she was feeling stable but performed a fingerstick blood glucose test, which showed a reading of 500 mg/dl. Her husband immediately called emergency services, and she was transported to the ICU via ambulance. Upon arrival at the hospital, her glucose levels remained above 500 mg/dl. The patient reported being diagnosed with diabetic ketoacidosis (dka) and was treated with an insulin drip, potassium, and magnesium. She also mentioned experiencing abdominal pain, nausea, and vomiting for four days, which she attributed to gastroenteritis. During her ICU stay, she was placed on a light diet. Her glucose levels eventually decreased, though she was unable to recall the specific values. She reported feeling better prior to discharge. The patient was discharged after a four-day hospitalization. At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.